Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance out of range on the left ventricular (lv) lead. No patient symptoms were reported. Troubleshooting options were discussed and recommended. The patient presented to the clinic and isometric testing was performed. The behavior was still being seen. It was believed that the issue may be that the set screw was not fully inserted. Currently, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance out of range on the left ventricular (lv) lead. No patient symptoms were reported. Troubleshooting options were discussed and recommended. Currently, the product remains in service and no adverse patient effects were reported.